Manufacturer narrative:
Please note that the serial number of the subject cpr3 head is unknown.

Event description:
Reportedly, the problem is that the cpr3 head didn't initialize after being dropped on the floor.

Event description:
Reportedly, the problem is that the cpr3 head didn't initialize after being dropped on the floor.

Manufacturer narrative:
Expertise of the returned programmer, showed that there was no issue on the orchestra plus.

Event description:
Reportedly, the problem is that the cpr3 head didn't initialize after being dropped on the floor.

Event description:
Reportedly, the problem is that the cpr3 head didn't initialize after being dropped on the floor.